Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on this right atrial (ra) lead. As a result, an automatic safety switch (lss) from bipolar to unipolar configuration occurred. The patient was evaluated in clinic and reprogramming was performed, however, reproducible noise was observed. After the lss, oversensing was observed as well and as a result, inappropriate atrial tachy response (atr) episodes were stored. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on this right atrial (ra) lead. As a result, an automatic safety switch (lss) from bipolar to unipolar configuration occurred. The patient was evaluated in clinic and reprogramming was performed, however, reproducible noise was observed. After the lss, oversensing was observed as well and as a result, inappropriate atrial tachy response (atr) episodes were stored. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements on this right atrial (ra) lead. As a result, an automatic safety switch (lss) from bipolar to unipolar configuration occurred. The patient was evaluated in clinic and reprogramming was performed, however, reproducible noise was observed. After the lss, oversensing was observed as well and as a result, inappropriate atrial tachy response (atr) episodes were stored. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. Additional information was received that the patient was evaluated in clinic and reprogramming was performed. An inner conductor wire issue on the ra lead was suspected but not confirmed. The physician discussed to replace this lead, however, the patient declined this at this time. No adverse patient effects were reported. At this time, this device system remains in service.